Event description:
It was reported that the radiofrequency programmer head originally returned as a trade-in tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the programmer head was unable to interrogate and that its uplink functional tests were out of specification and it was noted that it needed the cable replaced to resolve the interrogation issue and to resolve its out of specification functional tests issue. The head was to be sent on for repair and to be used for service restock. (B)(4).